Manufacturer narrative:
(B)(4). Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood on the shaft hypotube, balloon, stent implant, and in the guide wire lumen. There was contrast on the shaft and hypotube. The stent implant was stationary on the balloon between the markers. There was no damage noted to the stent implant. The balloon was tightly folded. The hypotube had separated 21 cm distal to the strain relief tubing. The fracture faces were ovaled as if kinked prior to separating. The jacket was stretched and torn at the same location. There were kinks in the hypotube 1 cm distal to and 1 cm proximal to the separation. There were multiple bends throughout the entire length of the hypotube. There was a kink in the soft tip 0.5 mm distal to the clear gap. There were no kinks noted to the inner member. There was no other damage noted to the sds. The tip length was measured and met manufacturing criteria. A snap gauge was used to measure the outer diameters of the stent implant and they met manufacturing criteria. Product performance engineering reviewed the incident information and analysis of the returned product. A clinical specialist reviewed the returned cine. A tight lesion noted in the proximal right coronary artery (rca) is ballooned and the site is then stented with good results. However, it was concluded that there were no images of the stent that was unable to cross the lesion. There was some calcification in the vessel and at the lesion site, which may have contributed to the inability to cross with the xience stent. The inability to cross a lesion can be affected by numerous factors and is typically not associated with a product quality deficiency. The failure to advance is not generally associated with a product quality deficiency and is likely related to the operational context of the procedure. Analysis of the returned product is consistent with handling and use. The hypotube had separated. The fracture faces were ovaled as if kinked prior to separating. The jacket was stretched and torn at the same location. This suggests tensile overload (material stress/fatigue). Shaft separations are often attributed to ductile overload at a kink. Analysis also noted 2 kinks located in the vicinity the separation. It is possible that this damage occurred as a result of the procedure, as this damage was not reported during the inspection prior to use. Kinks and bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. In this case, it is likely that the hypotube damage occurred as a result of case circumstances. Additionally, there was a kink in the soft tip and multiple bends throughout the entire length of the hypotube noted. There was no mention of this damage in the incident report and likely occurred as a result from handling of the product during packaging/shipment back to abbott vascular for evaluation. This damage does not appear to be related to the reported failure to cross. A review of the finished device lot history records (lhr) did not reveal any nonconforming material records (ncmr) associated with this lot and the on-line test data for this lot shows all units passed the manufacturing criteria. In this case, the failure to cross, hypotube kinks, bends, and separation appear to be related to operational context of the product and not a product quality deficiency. Product performance engineering will monitor the incident circumstances. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% visually inspected for kinks during the manufacturing process and a sampling of units is destructively tested to verify lumen integrity.

Event description:
Reporting status: malfunction. Reporting rationale: shaft separation has caused or contributed to patient injury previously. Device issue: shaft separation. It was reported that the target lesion was angled and 80% stenosed. During insertion of the xience v stent delivery system (sds), the sds was unable to cross the lesion. Despite all efforts sds became heavily kinked in the hypotube section. Another stent was implanted. There were no reported patient effects. No additional event or patient information is available. Based on the analysis of the returned device, this event is being reported as a shaft separation.